Event description:
Boston scientific crm received information that this right ventricular defibrillation lead presented with intermittent loss of capture and a decrease in pacing impedance measurements. No adverse patient effects were reported but this patient is pacemaker dependent and the intermittent loss of capture resulted in asystole for more than two seconds. A revision was performed and this lead was successfully replaced. However, inspection of the explanted lead revealed there was a foreign object resembling plastic on the distal portion of the helix.

Event description:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed.

Manufacturer narrative:
The lead will be returned for laboratory analysis. No additional information is available. Once the lead is returned and analysis completed, this report will be updated.

Manufacturer narrative:
Visual inspection noted that there was tissue entwined in the helix. However, no other foreign objects were found. Further inspection found that there were setscrew marks on all terminal connectors. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. The helix mechanism was tested, but was unable to be retracted due to the tissue on the helix itself. Next, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of loss of capture and a decrease in pacing impedances. Detailed analysis found that this lead was electrically continuous and capable of providing therapy. In addition, analysis could also not confirm the presence of the reported piece of plastic noted during the procedure. The lead did have tissue on the helix, but this was most likely the result of the lead being in contact with the heart tissue.